Event description:
Patient had codman intracranial pressure (icp) monitor placed in the or. According to the md, at the time of placement the device read icps of 6-10 mmhg and displayed an appropriate waveform. On arrival to the pacu, the codman monitor was reading pressures as -70's, while the marquette monitor was displaying pressures of 260 and had a flat waveform. They changed the codman monitoring box and cables, but still had readings as above. Pt was transferred to neuro ICU, where we again changed cables, the codman monitor and the tram in the marquette monitor, with no improvement. We were able to display an icp waveform by using the autoscale setting. Biomed engineering was contacted to help trouble shoot and was unable to identify any problems with the monitoring equipment. The vendor was contacted and came in the following day and was also unable to identify any issues with the monitoring equipment that would explain the discrepancies in pressures. Biomed also tested the codman monitor with a simulator, and found that both the codman monitor and the marquette monitor were able to accurately read the pressure from the simulator, indicating a problem with the implanted icp sensor. Mds were notified of the findings, and replaced the intracranial icp sensor.